Manufacturer narrative:
In this report, section h - device problem code has been updated.

Event description:
The manufacturer received information alleging that the device has a thermal event of burnt connector. There was no report of serious or permanent harm or injury. There was no report of medical intervention.